Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exact location of fracture was unable to be determined due to severe explant damage.

Event description:
The lead was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer's database indicated the patient died approximately six years post implant. The lead was analyzed and tested out of specification. The cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.